Event description:
A complaint was received from a customer that reported the "lens" unit is not being displayed. While on the phone checks confirmed the observation. A request was made to return the unit for eval. In the meantime, a replacement unit has been provided.